Event description:
Event description boston scientific, crm received information that this pacemaker went into pacemaker mediated tachycardia (pmt) after performing an atrial threshold test. The post-ventricular atrial refractory period (pvarp) was set to 400 ms and dynamic pvarp was programmed on. The boston scientific sales representative also noted that the patient had been seen in the emergency department for right ventricular loss of capture and symptoms. An rv lead revision was successfully performed.